Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was involved in a car accident and subsequently had a high impedance issue on the left t12 lead. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.